Event description:
Additional information was received that following the implant of the valve, a mean gradient of 7.82 millimeters of mercury (mm hg) was observed, and mild-moderate mitral regurgitation was also observed.

Manufacturer narrative:
Updated data: b5. B6. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately 5 years and 5 months following the implant of a transcatheter valve, the valve failed due to severe central aortic regurgitation and mild paravalvular leak (pvl). A computed tomography (CT) scan was performed that revealed leaflet thickening with thrombus/pannus formation. Subsequently, a transcatheter aortic valve-in-transcatheter aortic valve implant procedure was planned. Additionally, the patient experienced congestive heart failure (chf) and was treated with diuresis. Per the physician, the valve contributed to the chf.